Event description:
It was reported that the right atrial (ra) lead had no capture at maximum outputs and had high impedance. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 6947, implantable tachy lead, (B)(6) 2002; 4196, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.